Event description:
It was reported that the medpor implant mismatched and needed to be shaved around to reduce the rigidity.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event that the customized implant did not fit initially could be confirmed, based on the comparison of the post operative CT scan and the CT scan of the planning. However, the root cause could not be determined. The sales representative reported a surgical delay of about 20 minutes related to the implant, and postoperative CT scans were provided for analysis. A design and DHR review found no deviations or discrepancies in the design, quality, or manufacturing processes, with all required tests completed and passed successfully. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.